Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral upper flanks, lower flanks, inner thighs, and upper and lower abdomen using a coolcurve applicator on (B)(6) 2017. The patient had another treatment to the back bulge and back fat area on (B)(6) 2017 using a coolcurve applicator. They developed paradoxical hyperplasia (pah/ph) after treatment and was diagnosed on (B)(6) 2017. Ph was described as increased density to the tissues on palpation in the bilateral upper flank areas. All other treated areas were assessed and density to the tissue was noted in the upper and lower abdomen as well.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral upper flanks, lower flanks, inner thighs, and upper and lower abdomen using a coolcurve applicator on (B)(6) 2017. The patient had another treatment to the back bulge and back fat area on (B)(6) 2017 using a coolcurve applicator. They developed paradoxical hyperplasia (pah / ph) after treatment and was diagnosed on (B)(6) 2017. Ph was described as increased density to the tissues on palpation in the bilateral upper flank areas. All other treated areas were assessed and density to the tissue was noted in the upper and lower abdomen as well.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.